Event description:
Reportable based on device analysis completed on 10nov2025. It was reported that device difficult to advance occurred. The target lesion was located in the splenic artery. A 20mm x 40cm 035 interlock was selected for use. During the procedure, a significant resistance was noted upon deployment of the third coil. Attempts to withdraw and re-deploy were unsuccessful, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed an arm coil detached.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. E1: initial reporter phone: (B)(6). Device evaluated by MFR: the 035 interlock was returned for analysis. Only the main coil was returned. Visual inspection revealed that the main coil was bent and stretched at the primary coil section. Additionally, the arm coil was detached.